Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump the pump was not "clipped in properly" and fell when customer was playing causing the touchscreen to crack. Pump was not functional. Customer's blood glucose was 198 mg/dl. Customer reverted to using an insulin pen for insulin therapy.